Manufacturer narrative:
PMA/510k #: exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy lithotripsy procedure, an ncompass nitinol tipless stone extractor "broke," after 1-2 openings and closes. The stone was located in the ureter. A different basket was opened to complete the procedure. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during a ureteroscopy lithotripsy procedure, an ncompass nitinol tipless stone extractor "broke," after 1-2 openings and closes. The stone was located in the ureter. A different basket was opened to complete the procedure. No section of the device remained inside the patient's body. There were no adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle in the open position and the basket formation in the closed position. The basket sheath was severed 1 mm from the mlla (male luer lock adapter). There was 2.4 cm of cannulated handle exposed. A kink was noted at the junction of the cannulated handle and the coil assembly. A kink was also noted in the basket sheath 48.2 cm from distal tip. A function test determined the handle does not actuate basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The yellow support sheath and basket sheath were both separated near the handle. The sheath damage prevented the basket from functioning. The cause for the sheath damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.